Manufacturer narrative:
If the sample is returned, a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The covidien rep in (B)(4) received a report from the customer that a rn inserted a new inner cannula in the pt at 1700 hrs. Later at 19:30, the rt performed trach care and noticing pt had difficulty clearing secretions and had increasing shortness of breath. The inner cannula was found to be fused and occluded. The tube was removed and the pt was re cannulated with a new tube. Situation resolved. No reported injury to pt.